Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 81 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.